Event description:
A caller reported issues with the incorrect time and date settings on their insulin pump, which could potentially affect uploads and reports. There was no adverse impact to the customer¿s blood glucose level, as levels remained within a normal range. Technical support assisted the caller in correcting the pump settings for time and date and advised them to monitor for any recurrence of discrepancies. Additionally, guidance was provided on reloading the cartridge, which the caller successfully completed, allowing them to resume insulin delivery.